Event description:
A customer reported that during the prime process, the drip chamber filled completely and several air bubbles were observed in the irrigation tubing. After the completion of the prime, the air bubbles entered the pt's eye during surgery, which obstructed the surgeon's view. There was no harm to the pt.

Manufacturer narrative:
The pak was returned for eval. The sample consisted of the cassette with the irrigation/aspiration tubing, the bottle spike tubing with the drip chamber, and a non-alcon bss bottle with fluid inside. A visual assessment of the returned cassette and tubing did not reveal any nonconformity. An inspection of the returned bottle revealed that it was made of a slightly collapsible plastic. The cassette loaded onto a calibrated sys without any difficulty. A calibrated phaco handpiece was connected to the sys and the sys primed, tested, and tuned successfully. The pinchers in the sys were found to clamp down across the entire width of the tubing. The cassette housing was filled until the sys began draining the cassette; the length of time it took to drain the housing was found to be 29 seconds. No excessive bubbles or abnormalities were observed with the tubing during functional testing. No add'l functional tests were performed. An eval of the returned cassette and tubing did not reveal any nonconformity; the cassette passed all of the functional tests that were performed and no visual nonconformity was found. The returned non-alcon bss bottle was found to be made of a plastic material that is slightly collapsible. The directions for use (dfu) states: "only glass containers should be used for vgfi tubing set, anterior vgfi tubing set, combined procedure vgfi tubing set or other pressurized infusion/irrigation modes. Do not use bss solution or other infusion/irrigation mediums from pliable, collapsible containers (ie bags)." The returned bss bottle is not an alcon product; therefore, the specs are unk and the bottle could not be appropriately tested. With no add'l related info provided, the customer reported event of the drip chamber completely filling was not able to be replicated. A review of complaints for the (B)(4) months did not indicate any add'l similar reports for this pak lot number. The root cause cannot be determined conclusively.(B)(4).